Event description:
It was observed that during the device evaluation, the subject device exhibited the brush cannot be inserted into the forceps channel and forceps cannot be inserted at all. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.